Manufacturer narrative:
Investigation summary: involved product that broke during use was not returned and cannot be analyzed. Moreover, no unused file is available for evaluation. Nothing unusual to report was found during DHR review (batch #1743305). No information was given regarding technique, we cannot rule on its compliance with maillefer's recommendations. Root causes are not identified. We will track this kind of event and monitor the trend.

Manufacturer narrative:
Update - product received. Summary: returned device is actually broken in the active part. No material defect was found during analysis of the rupture pattern. No unused device is available for evaluation. Nothing unusual to report was found during DHR review (batch #1743305). No information was given regarding technique, we cannot rule on its compliance with maillefer's recommendations. Root causes are not identified. We will track this kind of event and monitor the trend. 1) product identification product visual identification and liability with the complaint (reference, drawing revision, quantity). Indicative 1x broken start-x tip ems insert 3. 2) visual inspection "analysis of : -rupture pattern; -cutting edges (if available). -general aspect" indicative. The insert is broken at the active ground part (at approximately 6mm from the tip). The broken tip has not been returned. The rupture pattern is perpendicular to the instrument axis and exhibits a ""straight"" cut. Many knock marks both on the active and non active part. The cutting edges are strongly worn out. Some dentine is visible in the active grooves. No obvious visible material defect (i.e. Porosity, voids). The handle part is not bent. The instrument is in poor general state. 3) dimensional checking n/a n/a. 4) mechanical resistance / dimensional inspection measuring conditions and sampling left in the hands of the investigator, based on investigation needs. Not possible no other instrument returned. 5) mechanical resistance / mechanical resistance test testing conditions and sampling left in the hands of the investigator, based on investigation needs. Not possible no other instrument returned. 6) functional test n/a n/a. 7) cutting test n/a n/a. 8) general comments pass.

Manufacturer narrative:
There has been a previous report received where this malfunction resulted in a serious injury. Therefore, it must be presumed that recurrence of this malfunction could possibly cause or contribute to a serious injury or require medical or surgical intervention to preclude such. As such, this event is reportable per 21cfr part 803. The device is available for evaluation, though has not been returned as of this report. Evaluation results will be submitted as they become available.

Event description:
In this event it is reported that a start-x tip ems insert 3 broke during use. The outcome of this event is unknown as of this MDR and further information requested.